Event description:
It was reported that multiple cartridges were damaged at the t:lock connector. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the cartridges and successfully resumed insulin therapy.